Event description:
New information received notes that the noise could not be reproduced through isometrics, pocket manipulation, or any other form of movement. Patient will continue to be monitored normally.

Event description:
It was reported that episodes of non-sustained rv lead noise were noted via remote transmission. Myopotentials were suspected and the patient will be brought into clinic for testing. Patient will be monitored remotely until that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.